Manufacturer narrative:
Investigation of the device did not find any damages or abnormalities that could affect insulin delivery. The downloaded data did not show any timeouts or drive stalls. Additionally, the formed needle was inspected and found the needle tip dull. The damage observed on the needle tip contributed to the undiagnosed infection that the client experienced. A high resistance was measured for the sma rear wire, which is out of specification. Investigation of the sma wire assembly found contamination on the rear anchor. The contamination contributed to the high resistance. Although contamination was observed on the rear anchor and a high resistance was measured, this did not affect insulin delivery as the data does not reflect this abnormality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 36 and 48 hours on the arm. Patient also experienced an undiagnosed infection with purulent discharge. As treatment, a new pod was applied and a 4.5 unit bolus was delivered.